Manufacturer narrative:
As the lot number of the subject device has not been provided, a lot history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, the tracking path was mildly calcified. As reported, a guide wire smaller than recommended in the IFU was used during the procedure which is considered another contributing factor to the reported event. The reported event also may be use-related as rough handling of the device can lead to the event reported. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Also the IFU recommends the use of a 0.035 inch guide wire. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that during stenting of the right sfa, the vascular stent could not be deployed when the trigger mechanism was activated. Another device was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported failure to deploy the stent caused by the breakage of a force transmitting component. Increased friction is considered the reason for increased release force and subsequent deployment failure. Furthermore, a kink was found in the distal area of the delivery system sheath. Potential factors that could have led or contributed to the reported deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, the tracking path was mildly calcified. As reported, a guide wire smaller than recommended in the IFU was used which is considered another contributing factor to the reported event. The reported event also may be use-related as rough handling of the device can lead to the event reported. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." Furthermore, the IFU indicates that a 0.035 inch guide wire should be used.